Manufacturer narrative:
The cause of the difficulties stated in the complaint could not be determined. The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located in the mildly calcified proximal circumflex (cx) artery. The lesion was predilated with a 2.5x12mm maverick balloon, inflated to 8 atms for 10 seconds. A 2.50x12 mm taxus express2 drug eluting stent was placed in the proximal cx and post- dilated with a 3.0x8 mm quantum maverick balloon, inflated to 10 atms for 10 seconds. The pt was on medication for 6 mos. Eleven mos post the initial procedure, the pt presented in the ER with chest pain. In stent thrombosis was diagnosed angiographically. The pt was treated with a 2.5x12 mm and a 3.0 x 12 mm non-boston scientific balloon. A 3.0x12 mm non-boston scientific stent was placed, and post dilated with a 3.25x9 mm maverick balloon, inflated to 14 atms for 18 secs. The pt was given plavix and integrilin. No add'l pt complications were reported. Pt status reported as "good".